Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and system components separate during use were unable to confirm as no device or imagery was returned for evaluation. As such, a manufacturing nonconformance was unable to be identified. Review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''when allegedly sheath separated (not in the typical designed manner) during valve insertion into aorta. Upon removal, it was noted that a piece seemed to be separated or chipped off the tip of the sheath''. For the complaint of sheath distal tip torn, with no returned device or imagery, the type of distal tip damage (i.e. Was unable to be determined. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can contribute to direct physical damage to the sheath distal tip while small vessel sizes, tortuosity and insertion angle can contribute to increased friction/interaction of the sheath tip against the vessel walls. However, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the complaint of system components separate during use, a damaged tip may become separated due to high push or withdrawal forces during system advancement/retrieval, typically compounded by non-coaxial trajectories between devices. However, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to reference the related MDR report number.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Uf/importer report #(B)(4) was received for this complaint.

Event description:
As reported from a voluntary medwatch, a patient was undergoing percutaneous right femoral transcatheter aortic valve replacement with insertion of 26mm edwards sapien ultra reslia valve, when allegedly sheath separated (not in the typical designed manner) during valve insertion into aorta. Upon removal, it was noted that a piece seemed to be separated or chipped off the tip of the sheath. Physician believes no retained chip in patient. Per the operative report,a 16 fr sheath was then advanced into the descending thoracic aorta over a 0.35 inch amplatz extra-stiff guidewire. Via the left 6f venous sheath a 5f balloon-tipped pacing wire was advanced to the right ventricle and tested. An aortogram was then performed with a 6f pigtail catheter to identify the optimal angle for tavr (coplanar angle). The stenotic aortic valve was then crossed with a 0.035 inch straight guidewire through a 6f al-1 guide catheter. A 26mm edwards sapien ultra reslia tavr valve was advanced across the aortic valve and optimally positioned under fluoroscopic guidance. The valve was then deployed under rapid pacing. Subsequent transthoracic echocardiogram did not reveal aortic insufficiency, but an aortogram revealed mild- moderate aortic insufficiency. This required a post dilating ballooning of the valve with one ml added. A subsequent aortogram revealed no aortic insufficiency the 16f esheath was then removed and hemostasis achieved using the 2 previously placed pro-glide sutures. Heparin was then reversed protamine. The left common femoral artery 6f sheath was removed and hemostasis was achieved using a 6f angioseal closure device. The 6f femoral venous sheaths were removed and hemostasis achieved with manual pressure. The patient is being transported to the pacu in stable condition. On post-op day one: echo showed a bioprosthetic valve in the aortic position consistent with a tavr. The peak velocity across the aortic valve is 2.5 m/s. The mean aortic valve gradient is 12 mmhg. There is mild regurgitation, likely paravalvular, of the tavr valve which is difficult to visualize in the short axis views. No evidence of pericardial effusion. Aortic valve: there is a bioprosthetic valve in the aortic position consistent with a tavr. The peak velocity across the aortic valve is 2.5 m/s. The mean aortic valve gradient is 12 mmhg. There is mild regurgitation, likely paravalvular of the tavr valve which is difficult to visualize in the short axis views.